Manufacturer narrative:
Product ID 64002 lot# n268906, implanted: 2012 (B)(6); product type adapter product ID 3387s-40, lot# v050275, implanted: 2007 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient product ID 748251, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 748240, serial# (B)(4); product type extension product ID 3387s-40, serial# (B)(4); product type lead product ID 37651, serial# (B)(4); product type recharger product ID 37642, serial# (B)(4); product type programmer, patient.

Event description:
Additional information received reported that the healthcare professional had not seen the patient, his CT scan or any of his hospitalization details.

Event description:
It was reported that there was a problem with the patient programmer. The batteries were replaced and they were able to use the patient programmer. It was noted that the stimulator was off. Stimulation was turned back on and stimulation was lowered to a desired setting. The patient had gone to the hospital on the friday prior to this report because his ¿chest was hurting.¿ it was noted that they thought the stimulator was the problem. The patient was breathing but was not responding. Stimulation was turned back on and the patient was awake and talking to the reporter. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 64002 lot# n268906, implanted: 2012 (B)(6); product type adapter product ID 3387s-40 lot# v050275, implanted: 2007 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient product ID 748251, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 748240, serial# (B)(4); product type extension product ID 3387s-40, serial# (B)(4); product type lead product ID 37651, serial# (B)(4); product type recharger product ID 37642, serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 64002, lot# n268906, implanted: (B)(6) 2012, product type: adapter. Product ID: 3387s-40, lot# v050275, implanted: (B)(6) 2007, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 748240, serial# *(B)(4), product type: extension. Product ID: 3387s-40, serial# *(B)(4), product type: lead. Product ID: 37651, serial# (B)(4), product type: recharger.

Event description:
Additional information received reported that the device was off. The device not on at the time of the event. It was noted that the patient had turned it off right before being hospitalized accidently. No cause was determined as to what the cause of the patient's symptoms was. It was further noted that when it was noticed that the device was off about 3 days after hospitalization, the patient was back to normal within a few hours of the device being turned back on. Patient was doing very well.